Event description:
It was reported that the customer's pump screen would not turn on. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.